Manufacturer narrative:
The customer stated that their qc that was run around the time of the event had failed. The investigation could not confirm if the customer's qc was successful before running the patient samples. The preanalytical data did not indicate an issue. The field service engineer (fse) inspected the analyzer and found the rinse station needle to be overflowing into the neighboring cells. The vacuum diaphragms were also noted to be cracked. The fse then replaced the vacuum diaphragms and adjusted the solenoid valves to the correct specifications. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable a1c-3 tina-quant hemoglobin a1c gen.3 result for two patient samples tested on the cobas c513 analyzer commercial system. The initial results were reported outside of the laboratory. The reporter stated that they had multiple qc failures around 1:00 am to 8:00 am on the day of the event but they still ran the patient samples. After a few days, they were notified by some physicians that the results provided around this timeframe were questionable. They were only able to rerun two patient samples as the rest of the other patient samples have already been discarded. The patient samples were rerun on two other analyzers - analyzer 1 and analyzer 2. Sample ID (B)(6)- on (B)(6) 2022, the initial result from the analyzer was 8.8%. On (B)(6) 2022, the repeat result from analyzer 1 was 5.29%. Sample ID (B)(6)- on (B)(6) 2022, the initial result from the analyzer was 12.55% with a data flag. On (B)(6) 2022, the first repeat result from the analyzer was 10.45%. The second repeat result from analyzer 2 was 8.14%. The repeat results from analyzer 1 and analyzer 2 were deemed correct. The reagent lot number is 611967. The expiration date was requested but not provided.